Event description:
A home pt contacted baxter's technical svc ctr regarding a system error 2240 message that appeared on the display of the home pt's homechoice machine during dwell 5/7 of their automated peritoneal dialysis therapy. Per initial report, the home pt disconnected a supply bag then reconnected it. Baxter's technical svc ctr assisted the home pt in ending the therapy early. No pt injury or medical intervention was indicated at the time of the initial report.

Manufacturer narrative:
Baxter's product surveillance dept will attempt to review proper procedures with the home pt.